Event description:
It was reported that the battery pack began to smoke while on the battery charger. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.